Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cs300 intra-aortic balloon pump (iabp) was not detecting arterial blood pressure. No patient involved.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(email) - (B)(6). Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(type of investigation).

Event description:
It was reported during routine check by customer that a cs300 intra-aortic balloon pump (iabp) was not detecting arterial blood pressure. ECG cable was damaged. No patient involved.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Updated fields: b4, d9, e1(initial reporter), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) ran the checks, and the machine correctly detected the ECG signal and blood pressure with the trainer. However, the ECG cable was damaged. ECG cable was replaced and retained by the customer, as the ECG cable was purchased directly by him. Repair completed. Functional tests performed with positive results. The equipment was returned to the customer for clinical use.